Manufacturer narrative:
At analysis the analyzer failed its functional vxi console test and was deemed to be out of specification in an electrical manner. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.